Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the image noise was caused by a faulty charge-coupled device (ccd). However, the specific cause of the faulty ccd was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. Observe the palm of your hand in the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. Adjust the brightness level as appropriate. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Turn the angulation control levers slowly in each direction until it stops. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope image output did not come out normally. The event occurred during a postoperative inspection. The intended procedure was therapeutic. There was no delay. There was no patient harm associated with the event. The device was evaluated, and it was found that there was no image. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to no image due to breakage of the image sensor, additional findings were as follows: adhesive on bending section cover had a chip; due to wear of angle wire, bending angle in up direction did not meet the standard value; label on light guide connector was peeled; and video connector was deformed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.